Manufacturer narrative:
The customer stated that they have received a replacement instrument. Siemens has requested the defective instrument to be returned for investigation. The cause of this event is unknown.

Event description:
The customer stated that their clinitek status+ was powered on and started to smoke from the bottom of the instrument above the base. There was no injury reported due to this event.

Manufacturer narrative:
Siemens investigation has been completed. There is d16 damage on the main board. The d16 was the source of the burning smell and smoke which caused the system to no longer operate, but it is not a fire risk. The d16 fails when incorrect power is connected to the device, either through plugging in the wrong power supply (clinitek status+ uses a common barrel connector) or using 3.5v rechargeable batteries (device specifies using common 1.5v aa batteries).